Event description:
It was reported that during procedure, the subject device distal end was broken off and piece of embolus was identified. The broken part remained inside the patient and it was occluded in the vessel. The patient condition is fine.

Manufacturer narrative:
Expiration date - added. Manufacturing date ¿ added. Device evaluated by mfg ¿updated. Summary attached - updated. The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device found the guidewire was separated at approximately 292.0cm from its proximal end. The core wire and nitinol were separated. The platinum coil was severely stretched and protruding through the separated end. The guidewire ptfe coating was examined, and it was discovered that the ptfe (polytetrafluoroethylene) was scraped off on several places along its approximately 128.0cm length from the proximal end. The torque device was on the guidewire. The ptfe coating appeared to be scraped off of the guidewire with torque device brass collet. The guidewire was also bent on its proximal ptfe section. The functional evaluation could not be performed due to the anomalies found on the guidewire. Additional information provided by the customer indicated that the guidewire was prepared as per the device directions for use (dfu). The condition of the returned guidewire observed during product inspection suggests that excessive torque and manipulation during use resulted in the observed damage. Due to this observation, an assignable cause of handling damage was assigned to the reported and analyzed code ¿guidewire distal end/tip broken/fractured inside patient', the as analyzed code ' guidewire bent.' And the as analyzed code 'guidewire ptfe coating peeling'. Functional inspection could not be performed to assess the device, therefore; an assignable cause code of undeterminable was assigned to the reported codes ' guidewire torque problem,' and 'guidewire friction.' The reported 'un-retrieved device fragments', 'patient vessel occlusion', and 'patient embolus' are known and anticipated complications to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during procedure, the subject device distal end was broken off and piece of embolus was identified. The broken part remained inside the patient and it was occluded in the vessel. The patient condition is fine.